Event description:
Facility reported the pt had levophed, propofol and one other medication all running through the manifold. Blood pressure dropped. Nurse saw a white puddle of fluid on the floor. Phenylephrine was administered to support blood pressure. IV tubing changed and blood pressure stabilized. Set inspected by MFR and a fatty and oily substance was identified on the manifold. Add'l info from customer identified that propofol, which is an IV fat emulsion based medication, was administered during surgery through this set. Directions for use included with this set noted not to use with IV fat emulsions. Customer informed regarding directions for use on this set which says not to be used with IV fat emulsions.